Manufacturer narrative:
Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced bent cannula leading to high blood glucose of 490 mg/dl. Therefore, the patient was admitted to hospital on (B)(6) 2024 at 10:00 am. The patient stayed in hospital for around four hours. During hospitalisation, the patient received drip. Moreover, the infusion set was used for four days and site was patient's abdomen. Currently, the blood glucose level of the patient was 107 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.